Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for venous insufficiency of the great saphenous vein using the closurefast catheter, the device displayed an impedance disruption reading and a malfunction of the operating temperature at 85°c, after which it ceased to function. The distal half of the active heating zone of the catheter remained intravascular, resulting in a retained catheter fragment in the vein. Surgical removal of the damaged catheter component was required. The vein did not close. Tumescent infiltration and local anesthesia were utilized, and hand compression was applied. The patient was alive with injury following the event.

Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/col. The heating element/coil of the catheter was detached/ unraveled. Heating element/coil detached from the main catheter body at approx. 5.8 cm examination revealed bubbling/ burning/ unravelling where the heating element/coil detached. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating e lement/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed seven kinks along the shaft; the kinks were observed at approx. 43.3 cm, 52.4 cm, 64.5 cm, 65.3 cm, 69.8 cm, 73.0 cm & 91.3 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.